Manufacturer narrative:
As received, the device was at normal range of operation. Final analysis was normal. No anomalies were found. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was in stable condition.